Manufacturer narrative:
The tech investigated and found the side rails functioned as designed on the stretcher. The account would not release any information on the pt alleged fall. Per the hill-rom user manual: siderails are intended to be a reminder to the pt of the stretcher's edges, not a pt-restraining device. When appropriate, hill-rom recommends that medical persons determine the correct methods necessary to make sure a pt remains safely on a stretcher.

Event description:
The account alleged that a pt fell off this stretcher or almost fell off of the stretcher while an x-ray was being performed. No further information on the fall is known at this time.